Event description:
It was reported that the patient received one inappropriate shock for sinus tachycardia. No further issues were seen and device function was normal at subsequent follow-ups.

Manufacturer narrative:
(B)(6).